Event description:
Patient reported experiencing issues with insulin delivery for 3 weeks while using the infusion device. Patient stated when 1/3 of the insulin cartridge is empty; the blood glucose levels go higher. No blood glucose level result was provided. Patient's normal blood glucose level was not provided. Patient changes the infusion set and cannula every 2 days. Patient reported the diabetes nurse checked the infusion device but can't find any concerns. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.